Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 205 mg/dl at around 1:00pm. That was the last reading the patient had before getting a sensor error then a sensor failure. The patient then experienced loss of consciousness. The patient's son found her, and treated her with orange juice and crackers, when her readings were at 57 mg/dl on her bg meter. The patient was taken to the hospital and upon arrival, the bg reading was 27 mg/dl. The patient couldn´t remember the medications provided at the hospital. At the hospital she was observed for about 15-16 hours and was discharged. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.